Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they weighed (B)(6) at the time of the event. No further omplications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient implanted for malignant pain. The caller reported that the implantable neurostimulator (ins) tried to come through the skin of the patient¿s abdomen. They stated that at first it was black and blue, and they could feel the edges of the implant, which was painful. The caller indicated that as a result, the ins was revised and moved to a new location in the patient¿s abdomen. It was noted that the revision occurred on (B)(6) 2019. The caller stated that the issue has been resolved, but the patient is just a little sensitive at the incision area due to the surgery. No further complications were reported or anticipated.